Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The caravel microcatheter with the sion blue guide wire inside was returned for evaluation. The distal segment approximately 230mm of the returned guide wire was located out of the catheter. The separated catheter tip was attached on the guide wire at approximately 60mm proximal to the wire tip. Proximal segment of the tip remaining on the catheter was twisted, and scratches and dents that were likely made when the tip had contacted something hard object were observed on the surface. The proximal breakage end of the catheter tip was smaller in size due to applied torsion. The separated tip on the guide wire was severely twisted. The distal end of the separated tip was jagged. The distal breakage end of the catheter tip was also smaller in size due to torsion. Measurement of the tip indicated that the catheter tip was torn off at approximately 3mm from the tip, proximal to the border of polymer-only segment and polymer-and-braid segment of the tip structure. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was applied on the catheter while the catheter tip was being trapped in the calcified cto. When the applied torsion exceeded the product's design limit, it caused the tip, constructed of polymer and braid tube, to become twisted off. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, tip damage observed on the returned caravel microcatheter was too severe to completely exclude a potentiality that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); [warnings] do not insert or withdraw this microcatheter into or through stent struts; and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified chronic total occlusion (cto) in the left circumflex artery #13. An asahi caravel microcatheter was advanced over an asahi sion blue guide wire when catheter movement was felt impaired. The microcatheter was removed from the artery and the tip was found separated. New guide wire and microcatheter were replaced to resume the procedure. A stent was deployed and the blood flow was successfully reestablished. There were no adverse patient effects related to this tip separation and the patient was discharged home.